Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:promus element,mr,ous 3.00x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage, with mid-stent struts lifted and pulled proximally and distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 22mm in length target lesion was located in the severely tortuous and calcified 3.0mm vessel diameter right coronary artery. A 3.00x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, when the device was withdrawn, it was noted that the front end of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 22mm in length target lesion was located in the severely tortuous and calcified 3.0mm vessel diameter right coronary artery. A 3.00x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, when the device was withdrawn, it was noted that the front end of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.